Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the possible infection was not related to the design, manufacture, and/or sterilization of the revised eleos implants.

Event description:
During the investigation of a (B)(4), it was discovered that the 58-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2023. It was reported by (B)(4), an onkos sales representative, that the revision was reportedly due to a peri-operative joint infection.